Event description:
During an endarterectomy of the pt's common femoral and left iliac arteries, the drill detached from the sheath of the stealth atherectomy device. The physician was able to retrieve the drill with a snare and there isn't expected to be any long term consequences from this event. On (B)(6) 2016, out-patient for elective angiography of the femoral artery and left external iliac artery. After completion of the angiogram, blood flow was improved, but a hemodynamically significant lesion remained in the common femoral and superficial femoral arteries. The surgeon modified the treatment plan to surgical revascularization of the pt's vessels that occurred on (B)(6) 2016.